Manufacturer narrative:
Device analysis: erosion was reported. The ams800 device was visually inspected and functionally tested. There was a leak in the balloon shell due to wear and fatigue at the corner of a fold and avulsion. The cuff performed within specifications. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.